Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported the device had high outputs and the battery longevity was shorter than expected. It was also reported the thresholds were high on the left ventricular lead. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. No anomalies were found.